Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient was observed to have lost 400ml of blood 40 minutes after a sigmoidectomy procedure. A median laparotomy was performed as a result. No difficulties were noted during the original procedure. The patient was being treated for sigmoid diverticulitis.